Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old female patient underwent a breast augmentation revision surgery with 300cc mentor smooth round moderate plus profile saline implants. Post-operatively, the patient experienced bilateral deflation, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-10310 for the contralateral event.

Manufacturer narrative:
On september 06, 2022, mentor became aware that the patient underwent bilateral replacement with 325cc mentor memorygel breast implants. On setpember 14, 2022, mentor became aware that the right device was discovered to be intact upon removal. As such, deflation was removed from the file for the right breast prosthesis and adverse event without identified device or use problem was added. Manufacturer's reference number: (B)(4).